Event description:
The manufacturer representative (rep) reported that they were seeing the patient on the day of the report and when they ran impedance, every electrode was greater than 20k. The rep did not run impedance higher. The patient had a car accident about over a year ago and the system had not worked since the accident. The rep increased stim to 7-8 volts, but no response. The patient normally had stim over two volts. The patient was to follow-up with the health care professional (hcp) and that the rep was to meet the patient but nothing was scheduled for now. It was noted that imaging would be recommended to the hcp. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.